Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer stated on social media that the tampon cord came unraveled. No injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer stated on social media that the tampon cord came unraveled. No injury was reported.